Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Brush head broke in mouth - oral-b [device breakage]. Case narrative: consumer called and stated that brush head broke in mouth. No injury was reported.